Manufacturer narrative:
Reads: on (B)(6) 2009, initial patient implant of a 28-16-140bl bifurcated device and a 28-28-75l proximal extension. There was a type I endoleak at the distal end of the graft in the left iliac. On (B)(6) 2010 the patient was brought back and a 16-16-88l limb extension was placed with good seal. Should read: on (B)(6) 2009, initial patient implant of a 28-16-120bl bifurcated device and a 28-28-75l proximal extension. There was a type I endoleak at the distal end of the graft in the left iliac. On (B)(6) 2010 the patient was brought back and a 16-16-88l limb extension was placed with good seal. Model# reads: 28-16-140bl. Should read: 28-16-120bl.

Event description:
On (B) (6) 2009, initial patient implant of a 28-16-140bl bifurcated device and a 28-28-75l proximal extension. There was an intraoperative type I endoleak at the distal end of the graft in the left iliac. The physician decided to leave the type I for monitoring. On (B) (6) 2010, the patient was brought back and a 16-16-88l limb extension was placed with good seal.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. (B) (4) unknown if patient anatomy met criteria for indications for use. No conclusion can be drawn.